Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. This the same pt/event as MFR.# 9610726-2011-00070.

Event description:
It was reported that, "pt presented loose in flexion instable, proceeded to thicker 13mm ps poly, #3, hosp protocol: no x-rays, notes. Done elsewhere for primary knee, no lot codes."